Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-18729, 18730. It was reported the patient experienced ineffective stimulation. The patient stated she experienced overstimulation. Reprogramming was unable to resolve the issue. Surgical intervention was undertaken and the patient's scs system was explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.